Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 64 mg/dl. Customer stated that she was changing her infusion set and her pump went blank and restarted. Customer stated that she had 2 battery bars. Customer was advised to disconnect from the pump. Customer was using an energizer battery. Troubleshooting was performed and customer stated that the display returned. Pump passed the self test. Customer was advised to monitor the pump. A replacement battery cap will be shipped as a courtesy. Customer also had a failed battery test. Customer did not receive another failed battery test after troubleshooting. Customer noticed that the reservoir was cracked. Customer wanted it replaced. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.